Event description:
It was reported that at the pre-discharge check, decreased r-wave amplitude, decreased rv lead impedance and increased capture threshold were observed. X-ray revealed dislodgement. The lead was repositioned successfully. The patient was stable.